Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4).. S/w version: 4.11j. Retainer ring = clear. On (B)(6) 2021 the customer alleged no delivery/occlusion alarms during priming. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test, however failed a self-test due to pump error 63 alarm. No unexpected insulin flow blocked alarms noted during testing. Pump successfully downloaded to thus. Confirmed no delivery alarm on (B)(6) 2021 at 12:19, 12:22, 14:17, 14:27 during a bolus in the pump downloaded history. Pump error 63 was found in the history file on (B)(6) 2022 at 13:44:48, ambient light failure (variable 3). Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found broken trace at pin 5 and pin 6. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: cracked retainer, pillowing keypad overlay, cracked case on corner of belt clip rails, and cracked case above arrow and battery icon. Customer alleged for no delivery/occlusion was confirmed on the event date of (B)(6) 2021. Pump error 63 confirmed with ambient light failure (variable 3) where traces of u1 on the keypad assembly were examined and found broken trace at pin 5 and pin 6. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarm. No harm requiring medical intervention was reported. Troubleshooting was performed, and the customer will discontinue to use the device.